Event description:
Dextrose 30% (d30) with 125 units of heparin was ordered. The pump was set at 8.2ml per hour, however, within 2 hours the nurse noted the entire 250 ml bag was given to the patient. The patient's blood glucose was greater than 500.